Manufacturer narrative:
H10: multiple attempts have been made on 12feb2024, 20feb2024, and 27feb2024 to try to obtain further information about this case, but no response was received from the customer. This file is closed and can be reopened if new information becomes available.

Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint by the customer on the v60, indicating that the touchscreen could not be calibrated. It was reported that there was no patient involvement at the time the issue was discovered. The customer called technical support to report that the touchscreen could not be calibrated.